Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was a malfunction in equipment used in combination with the subject device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The error e315 could not be confirmed or duplicated. When the returned device was tested with an olympus, model clv-190 light source and multiple test scopes, the video image was present and video quality was functioning with no problems noted; the error e315 did not occur during testing. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that error codes e209 and e315 were generated during the preparation for use of the device for a procedure. As reported by the user facility, there was no patient injury that occurred, associated with the event. This report is submitted for the malfunction of "e315" error.